Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission with alert for multiple non-sustained oversensing episodes. Upon review of the stored electrograms, it was noted that the implantable cardiac defibrillator exhibited post-paced t-wave oversensing. The patient was later brought in clinic and the device was successfully reprogrammed. The patient remained stable throughout the event.